Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor to successfully calibrate and meet expectations for performance during use. There were no issues observed. Per data log analysis, on 16-oct-2020, each time the gas system calibration was attempted it failed with an 'o2 sensor out of range at calib' message with the o2 value equal to 0. The system was power cycled but the issue persisted. The last attempt to calibrate was successful. This indicated a possible intermittent problem with the o2 sensor, the connection to the o2 sensor, or the module board. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
The field service representative (fsr) observed the system successfully calibrated three times without failure. The oxygen (o2) sensor was replaced as a precaution. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a calibration failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.